Event description:
It was reported that the load wheels would not roll due to corroded wheel bearings which could effect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.